Manufacturer narrative:
(B)(6). The device was returned for analysis in a generic plastic bag with the imaging window partially separated in the lapjoint section. The distal housing of the transducer was observed complete with no shattered pieces. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. Additionally, image characterization testing was performed and a good square image appeared through 6 times auto pullback in the ilab. The catheter could not be flushed normally due to the partial detachment of the imaging window.

Event description:
Reportable based on device analysis completed on 13nov2020. It was reported that lost image occurred. The target lesion was located in the severely calcified coronary artery. An opticross imaging catheter was introduced and during the procedure the image was lost. The procedure was completed with another of same device. There were no patient complications nor injuries were reported. However, device analysis revealed the imaging window was partially separated. The device was returned for analysis in a generic plastic bag with the imaging window partially separated in the lapjoint section. The distal housing of the transducer was observed complete with no shattered pieces. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. Additionally, image characterization testing was performed and a good square image appeared through 6 times auto pullback in the ilab. The catheter could not be flushed normally due to the partial detachment of the imaging window.